Manufacturer narrative:
H2) correction: d. Suspect medical device, information updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient with pre-operative kyphoplasty therapy. It was reported that the when the screw was replaced in the re-operation, during inserting the screw, the driver tip broke. As only the screw at l5 was replaced, when extending to caudal portion, the screw was replaced with the reported screw newly to match the alignment, (there was no loose of the screw). After the 7.5 mm diameter screw placed originally was removed and tapping with 7.5 mm diameter, the screw was inserted. During insertion, the tip of the driver for navigation broke off and stuck in the screw head. Also, the range of posterior fusion was extended. It was the operation in which the fusion was planned to be performed on th10-l5 originally, but the fusion was extended to th10. " ps of left l5 was placed using navi <(>&<)> navlock probe, navlock tap, and navlock driver. When ps was inserted, the bone was very hard and the screw worked, but maybe it was too effective, the driver tip broke off just before the placement was completed. Since the broken off tip was unable to be removed, a short rod was placed and final tightening was performed, rod gripper was used to remove the rod, and a new short 5mm screw was placed and the operation was completed without problems. There was no malfunction like bones breaking." There was an overall delay in surgery for less than 60 minutes. There was no impact on the patient. There was no fragment left or contact with the patient. There were no symptoms reported. There were no further complications reported regarding the event.